Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced peritonitis. It was not reported whether the patient was hospitalized. Outcome was not reported. It was not reported whether dianeal therapy was ongoing. An opinion of causality was not provided.